Event description:
It was reported that approximately 18 months post secondary procedure of a bifurcated device, infrarenal and suprarenal aortic extensions a follow-up computed tomography angiogram revealed a possible type 1 endoleak on the right limb and a type ii endoleak with patent lumbar and patent inferior mesenteric arteries. The patient was treated with a limb extension which successfully corrected the type 1 endoleak. Reportedly, the physician coiled the right hypogastric artery in an attempt to treat the type ii endoleak, which did not resolve. The physician elected to address the endoleak type ii in the future. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. Medical records and images were not available for evaluation. Based upon the review of lot records, work orders and prior reports no issues were noted. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusion could be drawn.